Event description:
During the procedure the ace harmonic scalpel began making an error noise; the surgeon removed the device from the patient and gave it to the scrub tech, after checking for tightness of the hand piece, she noticed it was missing the lower jaw. The surgeon looked in the patient with the scope and identified the missing part and removed it safely from the patient. No harm to the patient.